Event description:
The customer reports that during a pre-check the handle was extremely hot to touch. No injury or treatment needed. The handle was replaced with a functioning handle.

Manufacturer narrative:
(B)(4). The sample was not returned for investigation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer reports that during a pre-check the handle was extremely hot to touch. No injury or treatment needed. The handle was replaced with a functioning handle.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the light assembly which incorporates the electrical insulators was removed and it was confirmed that one of the primary electrical insulators on the battery contact end was missing from its retainer collar. No other signs of abuse or misuse detected. Based on the visual exam, the reported complaint was confirmed. The sales rep has reported that the user does not remove the "bulb chamber" from the handle prior to the sterrad (peroxide and plasma gas) sterilization process. The teleflex IFU states that the "bulb chamber" should be removed from the handle prior to this sterilization process. The sterrad sterilization process has been known to have detrimental chemical effects on certain plastics and rubbers. While the condition reported on these handles cannot be replicated in house, it should be noted that the continuous practice of not removing the bulb chamber, which incorporates the missing insulators during the sterrad sterilization process, could have a detrimental effect on the plastic insulators causing them to deteriorate and dislodge. From an investigation perspective, the missing insulator can easily cause an electrical short condition which in turn leads to the handle heating.

Event description:
The customer reports that during a pre-check the handle was extremely hot to touch. No injury or treatment needed. The handle was replaced with a functioning handle.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. (B)(4).